Event description:
It has been reported to co that during the procedure as the physician attempted to deploy a stent, the tip of the wire broke off & remains within the pt. Further info was unavailable at this time. The device is being returned for co's analysis.